Event description:
It was reported a lead noise episode was detected inappropriately by the device and terminated to an appropriate ventricular tachycardia/ventricular fibrillation episode. The false detection of lead noise by the device caused a temporary delay of the shock that was delivered by the device for the true ventricular fibrillation. Also, a lead noise alert was triggered and the observations showed there was "1 or more ventricular oversensing - noise episodes" but following the observation information generated an "arrhythmia episodes - episode not found" pop-up. Also the lead noise episode did not show up in the episode list. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.